Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 4.00mm x 8mm nc emerge was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 18atm within 10 seconds. The device was pulled out without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.